Event description:
It was reported that after the patient presented to the ICU for unrelated reasons, inappropriate shocks were observed. Upon review, low out of range, high voltage lead impedance was also noted, leading to the inappropriate shocks for svt. The patient was in stable condition at the time of the check and the automatic hvli measurements since the shock were all within normal ranges with lifetime measurements. Patient has a dnr request; therefore, no further testing has or will be done on the hv lead.